Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was attempted to be placed several times, however, the lead exhibited unstable thresholds in each location. The lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.